Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred affecting main drawer 2.2, pocket e1. Troubleshooting steps, including a station reboot and recovery of storage space, were performed; however, both failed. The device displayed a hardware failure error indicating that maintenance was required. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station not being synchronized, which resulted in the drawer and patient information not displaying correctly. A field service engineer (fse) initiated manual synchronization, which successfully restored communication and allowed all patient data to populate on the station. Post-resolution, the customer verified that patient information was visible and everything worked as expected, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.